Event description:
High impedance was detected through a review of the generator's internal data as one of the stored >25% changes in impedance. Per the data, the high impedance resolved, but the generator's impedance continued to frequently fluctuate. At the patient's last visit in (B)(6) 2018, the patient reported a worsening of seizures. At the appointment, system diagnostics were within normal limits. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date,

Event description:
It was reported that the patient's generator was replaced prophylactically. Impedance after the generator replacement was within normal limits. The surgeon had checked the impedance four times to ensure there was no issue, and he hadn't noted any issues with the visible portion of the lead. No further relevant information has been received to date.

Event description:
The explanted generator was received and underwent product analysis. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator performed according to functional specifications with no anomalies identified.